Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. No technical root cause could be determined as the system is performing within specifications. (B)(4).

Event description:
Upon additional follow up, reporter indicated symptoms are continuing for the right eye. The surgeon stated during surgery it was discovered a partial flap existed, which was loose and become distorted upon application of alcohol to remove the epithelium for photo refractive keratectomy (prk) enhancement. The surgeon removed the partial flap, which was shaped as a triangular wedge prior to excimer ablation. Reporter informed that the right eye now has an irregular topography and may warrant additional correction.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. (B)(4).

Event description:
An optometrist reported blurred vision and delayed healing of the right eye at three weeks post photo refractive keratectomy (prk). Reporter indicated a previous partial flap was discovered during prk procedure. The pre operative cornea slit lamp examine was normal in appearance. Reporter relayed the patient failed to disclose the partial flap prior to surgery. The patient states the vision is blurry and has no improvement at all so far. Reporter notes topical steroid eye drop dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.